Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor memorygel breast implant 425cc (side a) and mentor memorygel breast implant 400cc (side b) and experienced autoimmune symptoms including dvt, multiple pulmonary emboli. The patient indicated they had been diagnosed with mixed connective tissue disease, myositis, systemic sclerosis, and raynaud's syndrome. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the side a device.

Manufacturer narrative:
On 12/27/2019, mentor received the following additional information: -the patient was caucasian, born (B)(6) 1980, and was 34 at the time of the event. -the patient underwent a primary breast augmentation. -this impacted product was confirmed to be on the right side. -the serial number of the device was provided. The patient was found to have experienced bilateral capsular contracture, baker grade unknown post-operatively. Manufacturer¿s reference number: (B)(4).